Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure, the threaded tip of the implant holder for synfix broke off inside the synfix implant. Surgeon could not remove the broken threaded tip from the implant and it remains in the pt. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion can be drawn, as no product was received.